Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. Data was returned but will not confirm the issue or determine a probable cause. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6).